Event description:
Information received by medtronic indicated that the insulin pump not delivering insulin. Customer stated insulin passed displacement test and self test. Customer's blood glucose level was 335 mg/dl. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer = black the customer alleged the pump is under delivering (not delivering insulin) causing high bgs on (B)(6) 2022. The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08660 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No under delivery anomaly noted during testing. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. The insulin pump passed all functional testing. Under delivery and high bg anomalies are not confirmed. The formatted history file list the following manual programmed bolus deliveries for (B)(6) 2022: (B)(6) 2022 00:21 bolus wizard normalbolusamountprogrammed = 15 bolusamountdelivered = (B)(4) (B)(6) 2022 06:55 bolus wizard normalbolusamountprogrammed = 16 bolusamountdelivered = (B)(4) (B)(6) 2022 07:50 bolus wizard normalbolusamountprogrammed = 16.1 bolusamountdelivered = (B)(4) (B)(6) 2022 10:40 bolus wizard normalbolusamountprogrammed = 13.8 bolusamountdelivered = (B)(4) (B)(6) 2022 11:58 bolus wizard normalbolusamountprogrammed = 12.5 bolusamountdelivered = (B)(4) (B)(6) 2022 12:13 bolus wizard normalbolusamountprogrammed = 14 bolusamountdelivered = (B)(4) (B)(6) 2022 12:49 bolus wizard normalbolusamountprogrammed = 19.8 bolusamountdelivered = (B)(4) (B)(6) 2022 13:29 bolus wizard normalbolusamountprogrammed = 20.6 bolusamountdelivered = (B)(4) (B)(6) 2022 14:12 bolus wizard normalbolusamountprogrammed = 15 bolusamountdelivered = (B)(4) (B)(6) 2022 14:33 bolus wizard normalbolusamountprogrammed = 11 bolusamountdelivered = (B)(4) (B)(6) 2022 16:32 bolus wizard normalbolusamountprogrammed = 0.8 bolusamountdelivered = (B)(4) (B)(6) 2022 16:33 bolus wizard normalbolusamountprogrammed = 0.8 bolusamountdelivered = (B)(4) (B)(6) 2022 16:34 bolus wizard normalbolusamountprogrammed = 0.8 bolusamountdelivered = (B)(4) (B)(6) 2022 16:36 bolus wizard normalbolusamountprogrammed = 1.3 bolusamountdelivered = (B)(4) (B)(6) 2022 18:36 bolus wizard normalbolusamountprogrammed = 1 bolusamountdelivered = (B)(4) (B)(6) 2022 18:55 bolus wizard normalbolusamountprogrammed = 18.8 bolusamountdelivered = (B)(4) (B)(6) 2022 19:36 bolus wizard normalbolusamountprogrammed = 1.3 bolusamountdelivered = (B)(4) (B)(6) 2022 19:39 bolus wizard normalbolusamountprogrammed = 3.1 bolusamountdelivered = (B)(4) (B)(6) 2022 20:42 bolus wizard normalbolusamountprogrammed = 10 bolusamountdelivered = (B)(4) (B)(6) 2022 20:49 bolus wizard normalbolusamountprogrammed = 10.8 bolusamountdelivered = (B)(4) (B)(6) 2022 20:58 bolus wizard normalbolusamountprogrammed = 12 bolusamountdelivered = (B)(4) (B)(6) 2022 21:40 bolus wizard normalbolusamountprogrammed = 11.3 bolusamountdelivered = (B)(4) (B)(6) 2022 22:07 bolus wizard normalbolusamountprogrammed = 10 bolusamountdelivered = (B)(4) this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.